Event description:
In 2009, a patient contacted vistakon stating that he/she was wearing acuvue oasys contact lenses (cl) and developed an infection od. The patient was switching from an ew to dw schedule. The patient had previously worn cl as ew for 1 week, removed and cleaned with clear care solution, then wore for another 6 days as ew. The patient wanted to know if he/she should switch to a multipurpose solution and was referred back to the prescribing eye care professional (ecp). On the following month, vistakon received faxed clinical notes from the treating ecp. The patient presented to the ecp's office a week prior to original date, complaining of od redness, "foggy" vision in the am, that seemed to clear up through-out the day. Sle revealed corneal infiltrate, trace cells and flare, corneal edema and pre-ulcer od. Va was 20/80. Vigamox q1 hr was prescribed. Follow-up the next day indicated no change in status; va 20/60. Vigamox was changed to q2 hrs for 1 day then qid, zylet drops were added. Eight days later, sle revealed corneal scar od, and "much improved"; va 20/30. Continue zylet drops x 2 weeks then d/c. The pt returned to the clinic another eight days later, reporting "having trouble with contacts can't get cl's out"; od va 20/25+2. The report stated that the lenses fit well and the patient was instructed regarding use of opti free replenish drop to remove lenses. A c&s was performed a week prior to original date. Vistakon has made unsuccessful attempts to obtain the culture results from the treating ecp. One open blister and 3 sealed blisters were returned. The parameters were measured and a visual inspection was performed. The lens in question met company standards for base curve, center thickness and diameter. No other visual attributes were observed. The ph of the sealed blisters was in specification. There was not enough solution to test conductivity.

Manufacturer narrative:
A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Any additional information will be reported within 30 days of receipt. MDR events are reviewed at quarterly management review meetings.